Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopy left upper lobe resection procedure, it was reported that the stapler was able to fire, however, there were a staple formation and the staple line was incomplete proximally. A new reload was used to complete the case. There was no patient injury.